Event description:
Reporter stated that the catalog, and lot number, had smeared on the strip vial label. Patient's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped,